Manufacturer narrative:
Details of complaint: the biomedical engineer reported they were having issues viewing the application on the external monitor for the central nurse's station (cns). When trying to troubleshoot, they rebooted the cns. The cns got stuck trying to load the cns software. There were no error messages. They swapped the cns for their consignment unit to continue patient monitoring activities. No patient harm was reported. Investigation summary: the complaint device was sent in for evaluation and repair. The unit was evaluated and the issue could not be duplicated. As such, a definitive root cause of the reported issue could not be determined. However, evaluation also showed that the possible root cause of the reported issue was due to hdd failure. The hdds were replaced and a preventative measure. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 09/28/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer reported they were having issues viewing the application on the external monitor for the central nurse's station (cns). When trying to troubleshoot, they rebooted the cns. The cns got stuck trying to load the cns software. There were no error messages. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported they were having issues viewing the application on the external monitor for the central nurse's station (cns). When trying to troubleshoot, they rebooted the cns. The cns got stuck trying to load the cns software. There were no error messages. They swapped the cns for their consignment unit to continue patient monitoring activities. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-651ra serial #: (B)(6). Device manufacturer data: 09/28/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer reported they were having issues viewing the application on the external monitor for the central nurse's station (cns). When trying to troubleshoot, they rebooted the cns. The cns got stuck trying to load the cns software. There were no error messages. No patient harm was reported.